Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 4:00pm. The patient reported obtaining elevated blood glucose readings of ¿228, 430, 550 and 420 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (via insulin pump). During the follow-up call, the patient stated her normal blood glucose reading is on average ¿137 mg/dl¿ and when her blood glucose falls below 100 mg/dl she claimed she ¿doesn¿t function right¿. In response to the alleged inaccurate high readings, the patient claimed she took a bolus dose of 5 units of novolog insulin on october 19, 2014 at 1:20am. The patient claimed she took a second bolus dose of novolog insulin one hour later as she claimed her blood glucose readings continued to rise. The patient reported developing symptoms of ¿body aches, not able to walk straight, thirsty, and couldn¿t sleep¿, an unspecified time after the alleged inaccuracy issue began. It is not clear if the symptoms began before or after she administered the additional bolus doses of insulin. The patient reported that she associated her symptoms with a high blood glucose excursion. During the follow-up call, the patient also reported her ¿heartbeat had increased¿ and she ¿felt like she was having a heart attack¿ but ¿could not function enough to go to ER¿. The patient claimed she did not know how to control her blood glucose and stated she did not administer any further bolus doses of insulin but ¿just let it run its course¿ and her symptoms resolved. The patient denied receiving any medical treatment in response to the alleged meter issue. The patient reported that her last meter reading with the subject meter, prior to the alleged meter inaccuracy issue, was ¿82 mg/dl¿ and claimed she had something to eat in response. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged readings and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.